Event description:
Initial calcium results 8.5 mg/dl was repeated and recovered 9.3 mg/dl. Incorrect result was not used to provide patient treatment. Field service representative cleaned and aligned the sample probe and syringe tips. Performed precision check and ran quality control materials, which recovered within stated ranges. Account performed a correlation study with the main laboratory and found the results to be acceptable.